Event description:
Patient's legal counsel reported that patient underwent m2a hip arthoplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to unknown reasons. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of discomfort, popping, clicking, grinding, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the presence of cloudy, gray fluid. The operative report further noted a large pseudotumor, metallosis and elevated metal ion levels. The acetabular cup showed significant bony ingrowth. The acetabular cup and modular head were removed and replaced.

Event description:
Medical records provided indicate revision was allegedly due to discomfort, popping, clicking, grinding, and elevated metal ion levels. Procedure was performed on the left side. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01964, 01964-1, 02485 and 002486).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur: " material sensitivity reactions. "

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.